Event description:
It was reported by the aci vascular closure specialist that a pt underwent an r and l catheterization procedure on (B)(6) 2012 at 15:52. Access was obtained at the right femoral vein and right femoral artery. The pt's blood pressure was elevated to 182/90 at the end of the procedure 16:00. The 20 mg of normadyne was given to the pt by IV at 16:03 and 16:13. The pt's blood pressure were down to 152/79 by 16:15. Following the procedure, the physician selected the mynx cadence vascular closure device 6/7f to close the access site. The closure device was deployed at 16:17. The manual procedure was applied to the venous site for 5 mins for hemostasis. At 16:25 the pt's right groin site was documented as unremarkable. At 16:35 a hematoma was noted, in which time manual pressure was held. At 16:45 the hematoma looked improved, and manual pressure was held. At 16:55 the hematoma was gone, and the access area looked bruised. At 17:10 the pt's right groin was described as soft. There was no change in the pt's right groin site for the remainder of the hospital stay. At 18:45 the pt was admitted to the ctu for observation. On (B)(6) 2012 at 12:37 the pt was discharged home. The pt did not receive any blood transfusion.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided, the cause of the reported event could not be determined. The review of the lhr (lot f1133902) indicated that the mynx lot met all established performance criteria prior to shipment.